Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 078) issue. The reporter alleged that the cs 078 call service alarm occurred three times in thirty days. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: - device evaluation: the pump has been returned and evaluated by product analysis on 06/20/2015 with the following findings: a review of the pump¿s black box data showed cs 078 call service alarm. During testing, the piston did not move during the rewind step; a call service 078-0008 alarm was emitted. Further testing was unable to be performed due to the recurring call service alarm. The pump opened and moisture damage was found on printed circuit board (pcb) including the motor flex connector.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.